Manufacturer narrative:
We checked the returned unit and confirmed that the ccd wire was broken. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd wire. In addition, we confirmed that the light guide cable fluid damage, the lg cable connector fluid damage, the light guide fiber bundle (lcb) broken, the light guide cable buckled, the ccd driver pcb corroded, the electrical connector corroded, the lg cable connector corroded, the shield cover corroded, the glass rod corroded, the insertion flexible tube (ift) crushed, the bending rubber leak, the remote control button leak, and the bending rubber cut, the remote control button cut; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(blackout).